Event description:
While loading a 500 pound pt into the ambulance the collar attaching drop frame hinge to the mainframe of the cot cracked. This did not affect the loading of the pt. There were no injuries to the pt or emts.

Manufacturer narrative:
The cracked component did not affect the use of the cot in transporting the pt.